Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, electrical component problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the flex deflectable videoscope exhibited the adhesive around objective lens was peeled, the image disappeared during angulation in right and left directions and communication error e216 occurred. There was no patient involvement.